Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(4). Investigation summary: level b investigation - complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: a complaint history check was performed and this is the 12th related complaint for needle hub separates, the 2nd related complaint for shield does not detach as intended and the 1st related complaint shield tight on lot # 9337429. A review of risk management 150rmn-0001-16 revision 13 indicates that the potential risk of this specific reported incident (syringe, needle hub separates, shield tight) was captured and addressed appropriately. Investigation summary: customer returned photos of 3/10cc, 12.7mm, 29g syringes with the poly bag from lot # 9337429. Customer states that the needle with the shield was separated from the hub and the shied was tight and it was difficult/unable to detach the shield. The photos were examined and exhibited the hub-needle/shield assembly separated from the barrel. Manufacturing ((B)(4)) will be notified of this issue. A review of the device history record was completed for batch # 9337429 all inspections were performed per the applicable operations qc specifications. There was one (1) notification [200863709] noted for out of spec shield pull. There were two (2) notifications [200864499, 200842714] noted that did not pertain to the complaint. Investigation conclusion: based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: as per investigation completed by manufacturing under investigation child (B)(4). On 10 jul 2020, (B)(4) received photo complaint. A visual evaluation of photo found (2) syringe with no needle assemblies attached. There did not appear to be any damage to the tip of the barrels, or anywhere on the syringe. There needle assemblies were not pictured. Process summary: automatic syringe assembly machine, which feeds 0.3ml, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. DHR, l2l dispatches, and logbook entries were looked at, nothing pertaining to this defect was found. Root cause for this defect cannot be determined. CAPA #: pr # (B)(4). Rationale: CAPA (B)(4) has been opened to address this issue.

Event description:
It was reported that syringe 0.3ml 29ga 1/2in 7bag 420cas jp hub separated before use. The following information was provided by the initial reporter: the needle with the shield was separated from the hub. The shield was tight and it was difficult/unable to detach the shield.